Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix device. No accidental stick occurred. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA. Follow-up telephone call made to customer and the customer stated he threw away the lancet device. Device discarded.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. (B)(4).